Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to login to the pyxis station after upgrade. The technical support specialist (tss) logged into the es server and noticed that the user had never signed into the es webpage before. The tss informed the customer to have the user sign into the es webpage and then sign into station. The customer confirmed that the user was able to sign in to the pyxis station. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, users were unable to login to the pyxis station after upgrade. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.